Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the last procedure, a crossflow pump malfunction occurred. After installing the blue cartridge, the pump starts, but despite there being no water in the system, it shows a pressure value of 250. The pump does not deliver saline to the joint.